Event description:
Stryker sustainability solutions microline endocut scissor tip would not cut on initial use. New "like" scissor tip with different lot number presented to the sterile field and used without incident.